Event description:
It was reported that a patient underwent an atrial fibrillation (af) / atrial flutter ablation with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. It was a paroxysmal af pulmonary vein isolation (pvi) and typical atrial flutter (afl) cavotricuspid isthmus (cti) ablation. After completing the pvi and cti ablation, the physician noted a pericardial effusion on intracardiac echocardiography (ice) in the left ventricle (lv) region only. The physician did note that at one point in the cti ablation he heard a steam pop, but he did not remember which ablation; therefore, does not have the ablation parameters for that specific lesion. The physician performed a subxiphoid approach for the tap and the fluid was successfully drained. The patient was stable. Patient fully recovered. The procedure was successfully completed. No extended hospitalization. Ablation parameters for left atrium (la) ablation was 50w for 10s for left sided pv ablation, and 50w for 10s for posterior and carina for right sided pvs and 30w for 30s for septum. For cti, he used 50w for 10s. For all ablations, temperature cut off was 40 degrees celsius and warning at 37 degrees celsius. Low flow for was 2ml/min and high flow was 8ml/min for 0-30w and 15ml/min for 30+w. Procedural act was >350. The physician's opinion on the cause of the adverse event was due to a steam pop caused by a biosense webster, inc. Product. However, it is not clear whether that was due to an actual malfunction or patient anatomy.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31060180l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).